Event description:
It was reported that a pta balloon catheter could not be retracted from the guidewire after a balloon inflation at 8-10 atm in the hypogastric artery. The balloon catheter and the guidewire were removed together as a single unit; however, the catheter detached as it was withdrawn into the sheath. The catheter, guidewire, and sheath were all removed together from the pt. No further treatment was performed. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number for this failure mode. The device was returned for eval and the investigation is currently underway.